Event description:
In 3/92, rptr had surgery on his lower back at which time pedicle screws and plates were placed in his back. Since then he has been in continuous pain and is very limited in his movement. He has retired from his job.